Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Complaint description: alleges pain, difficulty walking. No revision operative records are available for the right hip. Head and liner reported. Update ppf alleges loosening of cup and stem, metallosis, metal wear and elevated metal ions. Added cup and stem due to alleged loosening and elevated meat ions. Doi: (B)(6) 2010 - dor: (B)(6) 2017 (right hip).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.